Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no anomaly¿. Analysis of catheter (n206223026) found ¿acceptable testing¿. Analysis of catheter ( n210442017) found ¿acceptable testing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8711, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H10: interrogation of the pump upon receipt indicated the device was delivering baclofen 2000mcg/ml at 1,090.0 mcg/day medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer from an unknown source with no return paperwork.

Manufacturer narrative:
Product ID: 8711, serial# unkcath, implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient's pump system was explanted sometime in (B)(6) 2019, patient's family wasn't sure of the exact date. The patient was reimplanted with an 8780 ascenda catheter and 8637-40 synchromed ii pump today ((B)(6) 2020).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8711. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient had a catheter revision on (B)(6) 2019. The patient's spasticity had returned about three to four weeks prior to the report date of (B)(6) 2019. A dye study and CT scan showed the catheter "may be disconnected from the pump." Once the pocket was opened on (B)(6) 2019 the doctor thought "it looked like pus in the pocket" so he decided to explant the complete system. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. There were no environmental, external or patient factors which may have led or contributed to the issue. No further complications were reported.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacturer's representative (rep). It was reported that the patient's pump was explanted due to an infection. The issue was not resolved at the time of the report. The patient would have a new pump implanted on (B)(6) 2019. It was reported that the patient's status was noted as "alive-with injury." No further complications were reported.